Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 153 (non-fasting) and 163 (fasting) mg/dl. The customer's expected fasting blood glucose test result range is 70 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/18/2018 and open vial date is (B)(6) 2017. Customer stated she is no longer on insulin. The meter memory was reviewed for previous test result history: the 153mg/dl (B)(6) 2017 04:07 pm fasting:no, the 163mg/dl (B)(6) 2017 01:58 pm fasting:yes, the 157mg/dl (B)(6) 2017 12:21 am fasting:no, the 173mg/dl (B)(6) 2017 11:08 pm fasting:no, the 183mg/dl (B)(6) 2017 11:03 pm fasting:no. Memory concerns: all blood results. Customer just purchased this meter and it is giving her high blood readings, customer just had her a1c and it was 5.8. Customer states that she was also using her old meter to compare and the customer is now off of any insulin and has been doing good on her blood sugars until she got this meter. She is not experiencing any symptoms of a higher blood sugar.